Event description:
Approx 6 yrs following implantation of the gore excluder bifurcated endoprosthesis, the pt presented with 1 cm of aneurysm enlargement. Although the pt had a history of type ii endoleak, the physician suspected the enlargement was due to endotension. Therefore, he chose to re-line the graft with a low-permeability device. The pt tolerated the procedure well.